Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs, however, provided lot information. Product #6572, lot #60887 or #59869 was packaged using suction oral toothbrush components manufactured from suction oral toothbrush lot# 59741, suction oral toothbrush lot# 60748 and suction oral toothbrush lot# 60814. Review of product history records for lot# 59741 and lot# 60748 revealed no extraordinary situations. All quality checks produced passing results, and all release criteria were consistent with product specification. Review of product history records for lot# 60814 disclosed one (1) in-process work order that could have had an impact on the foam disengagement during production of lot# 60814. Although a work order was issued, all quality checks produced passing results, and all release criteria were consistent with product specification. During production of lot# 60814, it is possible that the product affected by the work order was not properly cleared and made its way through production. If this is the case, then the product may not have had adequate glue to properly adhere the foam to the suction oral toothbrush during the vigorous brushing. The reporter stated during the desensitizing process, the oral cavity is brushed vigorously with the device. The reporter stated the patient is able to eat and tolerate things in her mouth. The reporter stated a bite block was not in use, however, did not know if biting occurred. Per the packaging instructions it states, "use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands." Without further information from either the patient or the complainant, biting of the swab cannot be ruled out. Customer complaints and non-conformance reports were reviewed for lots #60887, #59869, #59741, #60748, and #60814. There was one (1) other customer complaint associated with each lot. The incident involved a partial foam disengagement that occurred at the same facility. Both cases are considered to be isolated incidents that were addressed with the work order performed during manufacturing. Consequently, no corrective action is required. The evaluation included the review of the reporter's statement, product history records and manufacturing records. The investigation led sage products to conclude that, in combination with the vigorous brushing and potential biting, the reported issue could be due to a potential glue coverage issue during the manufacturing operations.

Event description:
Report received of malfunction resulting in suction toothbrush swab disengagement. The reporter provided the following information. On an unknown date, a speech therapist was providing oral care as well as using the product to desensitize the oral cavity. The reporter stated during the desensitizing process, the oral cavity is brushed vigorously with the device. The reporter stated the patient is able to eat and tolerate things in her mouth. The reporter stated a bite block was not in use, however, did not know if biting occurred. The reporter stated after oral care and desensitization was completed, the speech therapist noticed the green foam on the back of the suction toothbrush had disengaged. The reporter stated the speech therapist saw the patient chewing on the green foam and was able to retrieve the intact foam from the patient's oral cavity without incident. No injury occurred as a result of the reported issue. The device was discarded and no pictures were available. Although requested, no additional information was available.